Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat a stricture performed on an unknown date. During the procedure, the balloon was inserted through the scope. Upon inflation, the balloon was not inflating properly, and a small hole was seen where water was coming out. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.